Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "pt's mom noticed that her child's shirt was damp and when she took off his shirt she realized that his port dressing was wet. When the nurse looked at it she noticed that the steri strips underneath the dressing were saturated and the dressing was wet along the line guard. His ara-c infusion just completed and still needed a flush. Unsure whether or not the chemo tubing was leaking, the mivf line, the clave, or even the port itself was leaking. The resource nurse, charge, and bedside nurse all looked at it and couldn't figure out where it was leaking at. We deaccessed his port and reaccesses him. Then ran the flush on his ara-c. We didn't notice any other leaking with a new needle." Additional information received 03/08/2022: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? During infusion what was infusion when the leak was discovered? Ara-c any patient symptoms related to fluid leak? No was the catheter removed? Was a new catheter placed? Yes and yes what type of catheter securement was utilized? Line guard placement date: (B)(6) 2022. Explant date: port was de-accessed (B)(6) 2022 was the product used on a patient? Yes was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.

Event description:
It was reported "pt's mom noticed that her child's shirt was damp and when she took off his shirt she realized that his port dressing was wet. When the nurse looked at it she noticed that the steri strips underneath the dressing were saturated and the dressing was wet along the line guard. His ara-c infusion just completed and still needed a flush. Unsure whether or not the chemo tubing was leaking, the mivf line, the clave, or even the port itself was leaking. The resource nurse, charge, and bedside nurse all looked at it and couldn't figure out where it was leaking at. We deaccessed his port and reaccessed him. Then ran the flush on his ara-c. We didn't notice any other leaking with a new needle." Additional information received 03/08/2022: ¿ at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? During infusion ¿ what was infusion when the leak was discovered? Ara-c ¿ any patient symptoms related to fluid leak? No ¿ was the catheter removed? Was a new catheter placed? Yes and yes ¿ what type of catheter securement was utilized? Line guard ¿ placement date: 2/6/22 ¿ explant date: port was de-accessed 2/8/22 ¿ was the product used on a patient? Yes ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer and the safety mechanism was engaged. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11